Manufacturer narrative:
The calibration and qc data were requested but not provided. From the information provided and the analysis thereof, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys ft4 iii results for two patients with the cobas e 801 module. The customer reported the ft4 iii results to a physician who asked for a re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, cobas e602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The serial number for the customer¿s e801 module was not provided. The investigation site e801 module serial number was (B)(4). The e602 module serial number was (B)(4). The e411 serial number was (B)(4). The ft4 iii reagent lot number used with the e801 module at the investigation site was 483198 with an expiration date of 30-jun-2021. The ft4 iii reagent lot number used with the e602 module was 494388 with an expiration date of 30-sep-2021. The ft4 iii reagent lot number used with the e411 analyzer was 478085 with an expiration date of 31-may-2021. Refer to the attachment on the medwatch for all patient data.